Manufacturer narrative:
This cypher sirolimus - eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus- eluting coronary stent. Add'l info will be submitted within thirty days upon receipt.

Event description:
This report was brought to our attention by the study registry in another country, reporting a death of unk cause three days after a target lesion revascularization. According to the report approximately five months after implantation of a cypher stent in the proximal left anterior descending coronary artery, the pt presented with angina and coronary angiogram revealed a 70% peri-stent restenosis which was treated by implantation of another cypher stent. Five days after the target lesion revascularization, the pt expired. The principle investigator determined the event as possibly related to the cypher stent.